Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-01186 2029214-2019-01187 2029214-2019-01188. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a patient developed a fistula during a procedure. The patient was undergoing embolization treatment for an unruptured amorphous aneurysm located in right internal carotid artery (ica) landing zone distal 3.2mm proximal 4.7mm. The vessel was observed moderately tortuous. It was reported that the devices were prepared as indicated in the IFU. The physician advanced a guide catheter and microcatheter. A run with contrast revealed a fistula that the physician believes was catheter induced. The physician decided to ¿sack¿ the vessel as the right ica on imaging was being well fed from contralateral flow. Right ica was sacrificed; the patient¿s contralateral flow was feeding right circulation. There were no patient symptoms or complications associated with this event.